Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced tried to put a battery back into the pump and got pump error 49 (history pointers failed. The history pointers are corrupted.) And received stuck button alarm and also reported crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was not performed for pump error. Troubleshooting was partially performed for keypad anomaly and the pump has not been exposed to altitude change. Troubleshooting was performed for crack on the pump and found crack on battery tube side. The crack on the pump not related to the retainer ring. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Product return is required for mmt-1880l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced tried to put a battery back into the pump and got pump error 49 (history pointers failed. The history pointers are corrupted.) And keypad buttons were unresponsive and also reported crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was not performed for pump error. Troubleshooting was partially performed for keypad anomaly and the pump has not been exposed to altitude change. Troubleshooting was performed for crack on the pump and found crack on battery tube side. The crack on the pump not related to the retainer ring. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Product return is required for mmt-1880l.

Manufacturer narrative:
The pump passed the displacement test, sleep current test, active current test, and self-test. Test p-cap and reservoir locks properly into the reservoir compartment. All buttons were tested for their functionality and all passed. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed no stuck button error alarm in the pump history files and traces. Found a pump error 49 alarm on the event date of 06/07/2025 at 09:13:25.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, pillowing keypad overlay, cracked case (battery tube), and cracked case-corner of belt clip rails. Stuck button error was not confirmed during testing. Cosmetic damage was confirmed at the battery compartment. Pump error 49 was not confirmed during testing. Moisture damage was noted found on the electronic assembly, motor, and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.